Manufacturer narrative:
Report source: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that there were stimulation issues. The patient reported claimed that the stimulation was less effective on some days, therefore, experiences more pain. The patient has to recharge less on those days. Impedance measurements were fine. Based on the battery status, the link with the recharger also works fine. Based on the impedances and mdt data, no technical malfunction was found that would explain the stimulation issues. The ins was generally kept well charged. The patient manually turns the stimulation on/off from time to time. It was noted that adaptivestim was enabled.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the cause of the stimulation being less effective on some days, was due to the patient set off their ins without knowing it. The action taken to resolve the stimulation being less effective on some days was the patient was re-educated with working with the patient programmer. The event of stimulation being less effective on some days has been resolved.